Event description:
The wife a male patient contacted lifecor customer support to report that one of the battery packs is giving them a "battery fault" led when on the battery charger. Patient also reported that the second battery pack seemed to not be holding charge properly as it was discharging in less than 24 hours. Support sent patient replacement battery packs.

Manufacturer narrative:
Battery packs - 02/2007. Device eval summary: device evaluations of battery packs have been completed. The reported problem was confirmed. The cause of the "battery fault" led was that battery pack had a damaged connector. The battery pack was repaired. Then it was retested and restocked. The root cause of the bent contact cannot be positively identified but was likely due to a slight connector misalignment, when the battery pack was inserted into either the monitor or the battery charger. Battery had a wire from one of the cells that was disconnected from the board. The battery pack was repaired. Then it was retested and restocked. The root cause of the disconnected wire could have been from undue stress put on this wire during mfg. The staff was retrained on how to cut and solder this wire to prevent this from happening again. No adverse event resulted from the damaged battery packs. The patient received two replacement battery packs.